Event description:
Endo gia 30 stapler malfunctioned when doing laparoscopic procedure (appendectomy). New stapler obtained and procedure completed without any adverse effect to patient. Per the surgeon, he used the endo gia to fire the first staple line. That went fine. When they reloaded and went to reuse it, it would not open when the handles were spread (as it should). They took the instrument out of the patient and tried to open it the usual way, but it still would not open, only if they physically separated the blades by fingers (then it would open up). They put the blades in multiple times to check it was appropriately secured. Still no success. Surgeon deemed it to be unusable anymore, so opened a new one and it worked fine. No complication occurred in the patient as it was recognized before its use (in fact it could not be used as it would not open).